Event description:
It was reported that the patient used two magic 3 go male coude intermittent catheter there were no holes but the customer was not able to void, until the third catheter they tried. Per follow up via phone on (B)(6) 2024, it was reported that the patient insert the catheter very easily when they urinate during middle of the night but nothing coming out. The customer thought there was something wrong with my bladder before running to the hospital also decided to look a little more closely at the catheter and discovered that it had no holes for the urine to be expelled. That has happened to patient several times. The patient would stated at least four or five catheters malfunctioned this way. Separately from that. The patient had some catheters where, when they got ready to use it. The patient have to squeezed the tin foil package which then allowed the solution to cover the catheter, and in those defective catheters, there was no water; there was nothing, it was just flat. The one that pulled out in the middle of the night, that had no holes in it, also washed it carefully with antibiotic soap and wrapped it up, and kept catheter after washing it, in case they needed to see it also did the same thing with the catheters that had no liquid to coat the catheter. The patient actually had at least three catheters still unopened where they could see that there was absolutely no liquid in the tin foil. Per follow up via phone on (B)(6) 2024, was reported that the customer received some catheters that did not have holes in them to absorb the urine and some that did not have lubrication in the packet. It stated that the customer thought something was wrong with them bladder, but they examined the catheters and found the issue.

Manufacturer narrative:
The reported event is confirmed- manufacturing related. Visual: received 1 magic 3 intermittent catheter in opened packaging. Visual inspection noted the catheter tip had no eyelets. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect machine setup. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A potential root cause for this type of failure could be ¿operator error". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient used two magic 3 go male coude intermittent catheter there were no holes but the customer was not able to void, until the third catheter they tried. Per follow up via phone on 02july2024, it was reported that the patient inserts the catheter very easily when they urinate during middle of the night but nothing coming out. The customer thought there was something wrong with their bladder before running to the hospital also decided to look a little more closely at the catheter and discovered that it had no holes for the urine to be expelled. That had happened to patient several times. The patient would state at least four or five catheters malfunctioned this way. Separately from that. The patient had some catheters where, when they got ready to use it. The patient has to squeeze the tin foil package which then allowed the solution to cover the catheter, and in those defective catheters, there was no water; there was nothing, it was just flat. The one that pulled out in the middle of the night, that had no holes in it, also washed it carefully with antibiotic soap and wrapped it up, and kept catheter after washing it, in case they needed to see it also did the same thing with the catheters that had no liquid to coat the catheter. The patient actually had at least three catheters still unopened where they could see that there was absolutely no liquid in the tin foil.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient used two magic 3 go male coude intermittent catheter there were no holes but the customer was not able to void, until the third catheter they tried. Per follow up via phone on 02july2024,it was reported that the patient insert the catheter very easily when they urinate during middle of the night but nothing coming out . The customer thought there was something wrong with my bladder before running to the hospital also decided to look a little more closely at the catheter and discovered that it had no holes for the urine to be expelled. That has happened to patient several times .the patient would stated at least four or five catheters malfunctioned this way . Separately from that. The patient had some catheters where, when they got ready to use it. The patient have to squeezed the tin foil package which then allowed the solution to cover the catheter, and in those defective catheters, there was no water; there was nothing, it was just flat. The one that pulled out in the middle of the night, that had no holes in it, also washed it carefully with antibiotic soap and wrapped it up, and kept catheter after washing it, in case they needed to see it also did the same thing with the catheters that had no liquid to coat the catheter. The patient actually had at least three catheters still unopened where they could see that there was absolutely no liquid in the tin foil.